Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device was unable to discharge via paddles.complainant indicated that the clinician obtained another device to continue treating the patient.complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The event paddles and the device's multi-function cable were not returned for evaluation of this reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.